Event description:
It was reported that the patient had a possible infection. It was stated that the patient had a wound that was possibly related to the implantable neurostimulator. The wound was located "beside and over" the device. The cause of the wound was unknown. A CT scan was desired to determine if there was an infection, but had not been completed as of yet. The wound started 6-8 weeks ago. It was stated that the patient was seen by the implant doctor and was sent to a wound center. Follow up information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748925, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7439, serial # (B)(4), implanted: (B)(6) 2005, product type programmer; patient product ID (B)(4), lot # j0555470v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot # j0555470v, implanted: (B)(6) 2005, product type lead.(B)(4).